Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that ¿over the weekend¿ the patient lifted something that was over five pounds to the counter too quickly. The patient stated that since that time they had a pain in their back ¿like it was inflamed or irritated.¿ the patient would like to have this checked. It was noted that he patient contacted the healthcare professional (hcp) for assistance with a therapy concern but was directed to call the manufacturer. The patient was redirected to the healthcare professional (hcp). It was noted that the patient ended the call abruptly and stated that they would call back. Later the same date it was reported that the patient lifted a bag that was not more than five pounds (seedlings for grass) but the patient lifted it ¿too fast from one place to the other.¿ it was noted that since then the patient had been having ¿intermittent little stimulation on the left side, back behind neck, pain at chest where the [implantable neurostimulator (ins)] was.¿ it was noted that the patient had turned stimulation off as of the day prior to report due to discomfort, pain where the stimulator was implanted, front of the chest and above the ear. It was noted that the ¿leads were implanted in [the patient¿s] brain.¿ the patient asked for help with reprogramming. Additional information was requested but was not available at the date of this report.